Event description:
It was reported that the device had a blank screen, and the alarm went off. There was unknown patient involvement and no patient harm/adverse event reported

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Device was sent in for blank screen/alarm going off. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Unable to review error log due to alarming with blank screen. Pump powers up alarming with blank screen. The cause of the primary problem was the main board. The main board was replaced. Cleaned, greased, and calibrated the pump and pump passed all functional and delivery tests.